Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was blood leaking when conducting hemodialysis. The doctor immediately turned off the machine and checked it, and replaced the catheter on the original site. The leak occurred at the y connector. The patient is in stable condition now. The catheter was used about 2 and a half months.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one incomplete 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length. A visual inspection was performed and a cut on the catheter approximately 2cm below the hub was found. Tape was also found wrapped around the hub. A hole was also found on the joint of the catheter below the hub. Functional testing was performed and bubbles were detected; they were coming out below the hub from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for two and a half months. The device was more likely damaged during use. The most probable root cause can be due to excessive force or improper use of cleaning agents. This event is being handled through a formal corrective and preventative action and no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This event will be handled through a formal corrective and preventative action that is in place. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.